Event description:
During the review of the pt's programming history, it was noted that a faulted system diagnostic test changed the programmed settings on the generator to unintended levels. The test occurred on (B)(6) 2007. The pt's generator was interrogated after the faulted test on this date, but the settings were not corrected until (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.